Event description:
The customer reported that the insulin pump alarmed unexpected restart and failed self test. Troubleshooting was done. Customer's blood glucose was 58 mg/dl. Customer treated with juice. Customer stated has been off the insulin pump, due to button froze. Customer changed the battery but got battery out limit and unable to clear the alarm. Customer unable to perform the rewind process. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.